Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atms on the second inflation. (The number of atms reached on the initial inflation is unk). The lesion being treated was a calcified, 90% stenotic lesion in a tortuous lad coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.